Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was not maintained due to wear of the up/down knob; the bending angle was insufficient due to stretching of the angle wire; the play of the angle knob was out of normal due to the stretching of the angle wire; the insertion tube and control panel were discolored; wrinkling was on the insertion tube; due to handling, there may be some liquid leakage in the operating section; the bending section. The adhesive part was missing. Air supply volume was insufficient due to clogging of the air and water supply nozzles; the amount of water supplied was insufficient due to clogging of the air and water supply nozzles; the water drainage function may deteriorate due to clogging of the air and water supply nozzles. The adhesive part of the objective lens had peeled; paint peeling was observed on the suction, air, and water cylinders; discoloration of the lighting lens and objective lens was observed; cloudiness in the image was observed; the label on the scope connector was peeling off; and scratches were found on multiple locations on the device. The customer reported the device was cleaned, disinfected, and sterilized prior to returning for evaluation. There was no delay in precleaning. There were no abnormalities with the accessories used for precleaning. The air/water nozzle was not wiped/brushed with a clean, lint-free cloth, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There were no abnormalities in the accessories used during reprocessing. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint, conclusion: the root cause could not be identified; however, foreign matter could not be identified, and since the reprocess deviated from the instruction manual, foreign matter may have remained. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air bubbles from the angle knob. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.